Manufacturer narrative:
Device evaluated by MFR: no product was returned to the manufacturer for device evaluation and no lot number was reported, the manufacturer is unable to investigate further. No trends were identified, and no root cause could be established. The relationship between the coopervision device and the event is unconfirmed.

Event description:
The manufacturer received information from the eye care practice where the patient purchased their contact lenses. The patient states they woke with symptoms of pain and redness of the right (od) eye. The patient attended (B)(6) hospital where he was told he had an abrasion and was referred to (B)(6) hospital ophthalmology department. The patient states that the next day after receiving eye drops from the hospital, he lost vision in the eye and returned to the hospital and was told he had a corneal ulcer. The patient states vision returned partially after 24 hours then fully after one week. The patient was treated for six weeks, initially weekly then biweekly, and was prescribed four medications, unspecified. The patient has since been discharged on (B)(6) 2019 and was seen by the eye care practice for a contact lens visit on (B)(6) 2019. The patient has a faint peripheral scar, but the incident has fully resolved, and the patient has resumed contact lens use. This event is being reported in an abundance of caution due to incomplete diagnosis and lack of medical information.